Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device revealed that it was not in any original packaging. The top of the distal anchor was not returned. The bottom, threaded portion, of the distal anchor was inside the insertion tube. The distal plug was on the insertion device. The proximal anchor was returned off the device with no defects. The suture threader was returned with no defects. A functional evaluation was performed on the returned device and found that the orange actuation knob moves forward and back as intended. The black torque knob moves the plug forward and back as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include the application of improper/excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, after following proper technique while using an healicoil knotless anchor, by threading the sutures and passing them through the cannula, maintaining tension of them to avoid entanglement, and introducing the anchor into the bone hole, a sound that came from the anchor was heard; therefore the physician removed the anchor from the bone hole and realized that its tip was fractured from the handle. Surgery resumed after a non-significant delay of less than 30 minutes with a back-up device. Patient´s health was not affected. No further complications were reported.